Event description:
During a regular f/u of the subject device on (B)(6) 2013, the pacemaker holter memories (aida) were found empty. In addition, even though the pt had a regular f/u every 6 months, statistics last reset date was (B)(6) 2011 (6 follow-ups have been performed between (B)(6) 2011 and (B)(6) 2013). Only pt file dated (B)(6) 2013 and (B)(6) 2012 are available for review. An explantation is requested.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.